Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis with blood glucose level of over 400 mg/dl. Customer was treated with intravenous treatment. Customer experienced symptoms such as stress related to high blood glucose level. Customer declined to perform a carelink upload. The insulin pump will not be returned or analysis.